Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. Repair was not possible as the defective part is no longer available. The customer was advised.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model adu-98 anesthesia gas machine stopped with a message on the left-hand monitor stating that the ventilator is faulty. The report was received from a single source. The reported event did not involve a patient.